Event description:
The manufacturer's representative reported concerns about patient in possible "withdrawal". The patient was receiving fentanyl, bupvicaine and clonidine via the drug pump. At a recent refill, the drugw were removed and the pump was filled with saline. It was noted that the pump was flipping, but there was no evidence that the pump was malfunctioning. The patient was experiencing burning pain, pressure at the pump site and fever. The patient receives her pump management in the us, but was taken by ambulance to a local hospital. The patient was not treated at the hospital. A follow up appointment is scheduled with the neurosurgeon for 2006.